Manufacturer narrative:
Block e1: initial reporter's city, province and postal code: (B)(6) block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: an epic biliary endoscopic stent and delivery system were received for analysis. Visual examination of the returned device found a kink at the distal end of the inner sheath and multiple kinks to the sheath. The sheath was found separated from the inner liner at the nose cone. Microscopic examination confirmed the stent did not deploy. No other issues with the stent and delivery system were noted. Product analysis did confirm failure of deployment of the stent and a break of the sheath from the inner liner at the nose cone. Taking all available information into consideration, the investigation concluded that the kinked sheath was likely due to the patient's tortuous anatomy and led to the failed stent deployment. Trying to push the stent forward could have caused the separation of the outer sheath as the inner sheath was unable to move backwards. Therefore, the most probable root cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that an epic biliary endoscopic stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the thumb wheel was rotated completely to deploy the stent; however, it was observed under fluoroscopy that the stent did not deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was cancelled and the patient is scheduled for another stent placement procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo of the complaint device was provided by the complainant after the procedure and it shows that the blue outer sheath was detached near the pull grip.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an epic biliary endoscopic stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the thumb wheel was rotated completely to deploy the stent; however, it was observed under fluoroscopy that the stent did not deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was cancelled and the patient is scheduled for another stent placement procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo of the complaint device was provided by the complainant after the procedure and it shows that the blue outer sheath was detached near the pull grip.